Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, which resolved the issue, and the customer successfully started their sensor session without further errors.